Manufacturer narrative:
Section h3: device evaluated by manufacturer: yes. Device evaluation: customer provided photo shows a pseudophakic eye, the implanted lens is claimed to be a tecnis synergy toric ii one-piece iol with simplicity delivery system model dfw225, and as reported an apparent defect located in the anterior surface of the lens and has the appearance of a scratch that measures approximately 0.8-1 millimeter was observed. The source and potential clinical impact of the observed phenomena cannot be determined from a picture evaluation. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) came out with scratch on it's anterior side. The lens was removed from the patient's operative eye right away and a new lens of same model was placed as the replacement. There was no further complications and the patient was doing great post-operation. No surgical and/or medical interventions were indicated and no patient injury was reported. No further information was available.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.